Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the reprocessing manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, it was reported to be unknown if there was a delay in the start of pre-cleaning, but the customer did flush the nozzle with water and air. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's allegation was confirmed. The lens was cracked. In addition to the findings reported in b5, there was lost water tightness due to damage on up down knob, peeling adhesive around the objective lens, assorted scratches, cracks, chips, wrinkles and coating peeling, wear on sw4, the play up down knob is out of standard value due to the wear of the angle wire and lastly, bending angle in the up direction does not meet the standard value due to the angle wires being stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image on the evis lucera elite colonovideoscope was compromised. When the light is on, a round reflected light occurs on the lens part. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.